Event description:
It was reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand switch needs to be replaced. The reported issue is currently under investigation.